Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure a leak occurred at the handle of the catheter. The catheter was replaced to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One quadripolar, therapy cool path duo irrigated ablation catheter was received for evaluation. The catheter met acceptable irrigation rates during a flow test with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the leak was not reproduced.